Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.  (B)(4).

Event description:
It was reported that stent damage occurred. The 24 x 2.50mm target lesion was located in a circumflex artery. A 2.50x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. It was also noted that the stent struts were deformed. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a kink at approximately 475mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The 24 x 2.50mm target lesion was located in a circumflex artery. A 2.50x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. It was also noted that the stent struts were deformed. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.